Event description:
The complainant reported an 87-year-old female patient presenting for high risk percutaneous coronary intervention. Upon insertion of a 14 fr peel-away sheath for impella implant, the patient experienced total limb occlusion. The sheath was removed as a result of the condition and blood flow subsequently returned to the patient¿s limb. No further attempts to implant the patient were performed as a result of the patient¿s anatomy.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.